Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va133gz serial# implanted: 2016 (B)(6) explanted: 2017 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the revision was done and the patient declined further problems. The cause of the high impedances was unknown.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID :3889-28, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative regarding a patient implanted with a neuro stimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had high impedances on all bi-polar but normal on unipolar. It was also reported that the patient was feeling pain in the ins pocket and down her leg on the same side as the ins. The patient felt pain at low amplitude of 0.4v and the patient confirmed that she was still getting good therapy relief. No trouble shooting attempts could be made, but a revision was scheduled. It was stated that the reported event had been happening for a long time, before the 2016 revision, and they tried multiple revisions to resolve the issue. There were no further symptoms or complications reported or anticipated.